Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter for additional information: the instrument was inspected prior to use with no issued identified. The customer stated the surgeon didn¿t fire the sureform stapler 45 instrument due to the reported reversed movement of up and down instead of left and right; and left and right instead of up and down. The instrument was reinstalled, but the issue was persistent. The customer stated the conversion to lap was unrelated to the reported sureform 45 stapler issue. Intuitive has received the sureform 45 stapler instrument associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. No non-intuitive motion was observed. The instrument clamped, fired, and unclamped successfully. The instrument was fired with a sf green 45 reload. Additional observation not reported by site: based on log review of remotefe and dsp, the instrument was found to have multiple engagement failures, error code 22020, roll hardstop failures. The engagement failures were not replicated during in-house testing. The instrument passed engagement 3 out of 3 times that it was installed on the in-house system with a cannula seal and an in-house drape installed. The instrument passed initialization. No friction was observed when the main tube was manually rotated. Root cause of this failure is not determinable.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 45 stapler instrument was not responsive to the surgeon's control. The instrument moves left / right instead of up / down and up / down instead of left / right. The surgeon swapped the affected sureform 45 to a sureform 60 stapler instrument; however, later the surgeon converted the procedure to traditional laparoscopic techniques for clinical reasons with no injury reported. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the returned product. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the sureform 45 stapler instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.